Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. A replacement pump was sent to resolve the issue. Additionally, it was reported that there were "pump issues". The customer's blood glucose (bg) level was 600 mg/dl. Reportedly, the customer addressed their bg with a manual dose injection. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.